Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl. The customer was guided to inspect and clean various components and successfully completed the loading process, resuming insulin delivery.